Event description:
It was found the hand piece no longer meets specifications for frequency, phase margin and impedance. Device used during an unknown procedure another hand piece completed case. No patient consequence.